Event description:
Physician performing tracheostomy with the use of the ascope (disposable bronchoscope) when he was angulating device he heard/felt a "pop." The device would no longer angulate. FDA safety report ID# (B)(4).